Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6(medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit. The reported that there was no blood or debris in all of the internal lines. The unit passed all performance and safety test according to factory specifications.

Event description:
It was reported that the cs300 had possible internal contamination of the lines/console in during use. Biomet stated that blood was seen in catheter tubing. No contamination or debris found. Customer stopped unit before entering unit. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had possible internal contamination of the lines/console in during use. Biomet stated that blood was seen in catheter tubing. There was patient involved. No harm or injury to the patient was reported.